Manufacturer narrative:
A 510 (k) # is k073231. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user /patient contacted lfs on (B)(6) 2011 alleging that their one touch ultralink meter does not power on. The patient mentioned that the alleged issue began on (B)(6) 2011 at around 7:00pm. Due to the alleged issue the patient was unable to test their blood glucose and did not take any medication . A few hours later the patient developed symptoms of feeling sweaty, irritated and tired. The patient denied seeking any medical attention or contacting their physician for assistance. This is not the first time the product was being used. The patient denied any misuse of the product. The meter powered on by pressing the power button; however did not power on by inserting the test strip into the meter. The product was replaced. The complaint is being reported since the patient alleged that due to the meter not power on, he later developed symptom suggestive of a serious injury based on lfs definition.